Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual examination found the helix was stretched/bent/damaged due to procedural damage and clogged with blood/tissue. Unable to perform helix mechanism/extension length test due to the condition of the helix as received. The cause of the reported event was due to the bent/stretched/damaged helix.

Event description:
During a lead implantation procedure, the active fixation screw (helix) of the right ventricle lead unintentionally deployed after the physician inserted it, afterwards the helix could not be retracted. The deployment of the helix was confirmed via fluoroscopy. The lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.